Event description:
It was reported the programmer could not be turned on. It was confirmed the socket and the programmer cable were working well. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).